Event description:
During a revision surgery, an 8.0mm ti click'x' pedicle screw dual core was found to have broken along with a loosened screw-rod interface. The surgery was performed due to continued back pain. Patient has progressive l5-s1 spondylolisthesis. Screw was removed and replaced during the revision surgery.